Event description:
A falsely elevated troponin I result of 8.77 ng/ml was obtained on a pt sample. The result was reported to the physician. Sequential testing was negative. The original sample was repeated on an alternate analyzer and a result of 0.01 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I is unk.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. The instrument is performing within specifications.